Manufacturer narrative:
D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site zip/post code: gu9 8ql.

Event description:
It was reported that the patient had abdominal pain requiring prescription medication. The subject was enrolled into the rowan clinical study on (B)(6) 2024. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver, and dose to total. Lung shunt calculation was 7.02 %. On (B)(6) 2024, therasphere was administered. On (B)(6) 2024, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6) 2024, the subject was noted with fatigue and constipation. On (B)(6) 2024, the subject was noted with nausea. No actions were taken to treat the events of fatigue and nausea. The event of constipation was treated medically with 8.6 mg senna twice daily/oral from (B)(6) 2024. On (B)(6) 2024, the subject was noted with fatigue; no action was taken to treat the event. On (B)(6) 2024, the subject was noted with right upper quadrant abdominal pain, which was treated medically with 5 mg oxycodone as needed/oral from (B)(6) 2024.

Event description:
It was reported that the patient had abdominal pain requiring prescription medication. The subject was enrolled into a clinical study on (B)(6)2024. Pre-treatment macroaggregated albumin (maa) imaging documented a significantly higher perfusion of maa on tumors, dose to perfused liver, and dose to total. Lung shunt calculation was 7.02 %. On (B)(6)2024, therasphere was administered. On (B)(6)2024, combination therapy with 1500 mg durvalumab followed by 300 mg of tremelimumab were administered intravenously. On (B)(6)2024, the subject was noted with fatigue and constipation. On (B)(6)2024, the subject was noted with nausea. No actions were taken to treat the events of fatigue and nausea. The event of constipation was treated medically with 8.6 mg senna twice daily/oral from (B)(6)2024, the subject was noted with fatigue; no action was taken to treat the event. On (B)(6)2024, the subject was noted with right upper quadrant abdominal pain, which was treated medically with 5 mg oxycodone as needed/oral from (B)(6)2024. It was further reported that the event of constipation was not related to the therasphere device and not related to the therasphere procedure.

Manufacturer narrative:
The vial lot number was not provided by the clinical study. D3: manufacturer zip/postal code: (B)(6). G1: MFR site zip/post code: (B)(6).